Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -12.5/+2.0/091 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2018. On (B)(6) 2018 the lens was repositioned due to lens rotation and the problem did not resolve. On (B)(6) 2018 the lens was exchanged with a longer lens and the problem was resolved. A short and small ciliary process with shallow ciliary sulcus and posteriorly positioned ciliary body was found by ultrasound biomicroscopy.

Manufacturer narrative:
Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -12.5/+2.0/091 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Common device name should be corrected to phakic toric intraocular lens in the original MDR. Claim#: (B)(4).